Manufacturer narrative:
Additional info: macroscopic and optical examination did not reveal thread damage. Functional evaluation with a sample reduction reduction muti axial screw found the set screw able to be fully engaged in the mas head without issue. After visual, optical and functional evaluation, the implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that during tightening the set screw slipped. The screw was removed and replaced. No patient complications were reported.